Event description:
Customer reports obtaining results of 380mg/dl and 120mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of supsect device and replacement wa sent.